Manufacturer narrative:
Review of the device memory confirmed that a low voltage alert, code 1003, was recorded and that the device recorded low temperature readings prior to setting the low voltage alert. If this model device is stored in environments where temperatures can drop below the recommended storage temperature, battery voltage readings that are low enough to set a low voltage alert may result. This appears to be the case with this device. The battery did recover after the device was removed from the cold.

Event description:
It was reported that this pacemaker recorded a code 1003, which is indicative of battery voltage too low for the projected remaining capacity, during a pre-implant interrogation. Engineering analysis confirmed the device recorded days with temperatures near or below labeled storage conditions. It was determined the voltage and temperature haven't recovered and should allow the pacemaker to warm up a few more days; therefore, this device has not been cleared for implant. No patient involvement.